Manufacturer narrative:
G4:01feb2021. B4:02feb2021. B5: it was reported to philips that the device had a defective navigational ring. The device was reported to have been in a clinical use setting. The initial reporter confirmed that there was no adverse patient impact. The device was received and evaluated by the bench repair technician. The reported issue of a touchscreen problem was not confirmed however the bench did discover a navigational user interface malfunction with the navigation ring. The front bezel was replaced to fix the defective navigation ring. During testing, the bench technician also found two error codes consistent with da pcba adc reference failed and ovp circuit failed. The data acquisition printed circuit board assembly was replaced to fix the da pcba adc reference failed and the motor control printed circuit board assembly (mc pcba) was replaced to fix the ovp circuit failed. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 18dec2020.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.